Manufacturer narrative:
Additional information was added to d4, d10, h3, h4 and h6. D4: the device that was received had lot number (B)(4); h4: the lot was manufactured from february 24, 2020 to february 25, 2020. H10:the device was received for evaluation. Functional testing was performed, by filling the device. During fill, a leak was observed, coming out at the solvent-bonded junction of the tubing and stress member. The reported condition was verified. The cause of the condition was most likely, due to manufacturing assembly error. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor leaked after filling with unknown medication. There was no patient involvement. No additional information is available.